Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency.. It was reported that the patient stated that this was her second evaluation. As she had to have the first device removed due to infection on (B)(6) 2018. No further symptoms reported. No complications reported.